Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that there were out of range impedances intra-op. No symptoms were reported.